Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR numbers: 2916596-2020-05384, 2916596-2020-05385. On (B)(6) 2020, at 09:32, there was a low flow event, which the hospital reported was likely due to diarrhea. At 18:54, the driveline was disconnected and the pump speed dropped to 6850 rpm then to 0.0 rpm. The driveline was disconnected intentionally due to confusion of what needed to be connected or not to transport the patient from the emergency department. The ebb (external backup battery) operated the system at this time. At 18:55, the driveline was re-connected, and the pump returned to operating at the set speed of 9200 rpm. The pump was off for a total of approximately 59s.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log file confirmed a low flow event and a pump stop due to a driveline disconnect. The center reported that the observed low flow alarm was due to diarrhea. A direct relationship between the device and the reported small bowel obstruction and diarrhea could not be conclusively determined through this evaluation. It was also reported that the driveline had been intentionally and erroneously disconnected. The log file contained approximately 12 days of data and there was one, transient low flow hazard alarm captured. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. Additionally, a pump stop event associated with a driveline disconnect was observed. The pump operated above the low speed limit for the remainder of the log file and the system appeared to be operating as intended. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 14jul2014. The most recent revision of the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is available. The hmii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The ¿pump performance monitoring¿ section outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. Section 2 entitled ¿system operations¿ states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ warns that if the driveline disconnects from the system controller, the pump will stop. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the reason for admission to the hospital was a small bowel obstruction. The patient had diarrhea which was noted to be the likely cause of the low flow alarms.